Manufacturer narrative:
Based on the current information provided, the root cause of the intraoperative event was attributed to the patient¿s condition. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted on 06-jan-2022 and found no additional complaints for this product. No image or video clip for the reported event was submitted for review. An isi advanced failure analyst (afa) engineer reviewed the vessel sealer extend logs and found that there were no errors indicative of an instrument or generator failure. A review of the system logs has been performed. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in a subsequent procedure. A review of the instrument logs was also performed. Single-use vessel sealer extend (vse) (part #480422-01, lot #l92210901-0123, serial (B)(4)) was recorded as being used during the procedure. While the reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. This complaint is being reported due to the following: during a da vinci-assisted malignant hysterectomy the tumor fractured when energy was applied from the vse instrument. The surgeon decided to convert to an open procedure to control the bleeding due to the fractured tumor. The patient¿s anatomy and extent of the disease were contributing factors to the event in the case. The surgeon states there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during a da vinci assisted hysterectomy, the surgeon converted to open surgery due to heavy bleeding from the uterine arteries. On 14-jan-2022, intuitive surgical, inc. (Isi) obtained the following additional information from the console surgeon regarding the reported event: during a da vinci assisted malignant hysterectomy on a (B)(6) obese female, the surgeon was cauterizing with the vessel sealer extend and the tumor that measured 21cm extruded through the uterine serosa. When the vessel sealer extend was used, the tumor was fracturing when energy was applied. The surgeon decided to convert to an open procedure due to the extent of the disease, the inability to control the bleeding, and suboptimal visualization due to morbid obesity. The surgeon used the cadiere forceps to control the bleeding at the right uterine artery and the remainder of the instruments and scope were removed and the arms undocked while the exploratory laparotomy was initiated. The emergency kit was applied to release the arm, which was replaced with a hysterectomy clamp, and then the robot was completely undocked and the procedure proceeded in an open fashion. The patient lost approximately 700ml of blood for which three units of blood were transfused. The procedure was completed via open surgery. The patient tolerated the robotic and open procedure well however, she experienced post-operative abdominal dehiscence. The system and instrument were inspected prior to use. In addition, the surgeon states ¿there was no error or malfunction of the equipment but rather a deliberate control of tumor bleeding to allow for reduced blood loss during the conversion to exlap (exploratory laparotomy). The extensive tumor and morbidly obese patient-led directly to the events in the case.¿